Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The monitor's electrode belt belt receptacle had a bent pulse pin. The root cause for the bent pin was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.